Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery. This report is being filed to corret the b2: outcomes attribute to adv event. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this patient with a pacemaker experienced bleeding at the device insertion site. The suspected cause was due to patient's medication. The patient was scheduled for an appointment. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with a pacemaker experienced bleeding at the device insertion site. The suspected cause was due to patient's medication. The patient was scheduled for an appointment. The device was explanted. No additional adverse patient effects were reported.